Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed quickly and dislodged to a supra-annular position. Subsequently, a second valve was implanted at a depth of 4 millimeter (mm) on the non-coronary cusp and 6 mm on the left coronary cusp. No adverse patient effects were reported.